Event description:
Caller stated that her abbott freestyle libre 3 sensor gives high readings. She also stated that she experienced a lot of no signals. She notified the manufacturer and was advised to run a test which does not solve the problem.